Event description:
A report was rec'd that a pt who had a right eye memorylens implanted in 1999 had to have the lens explanted and replaced in 2001 due to opacification. Pt's visual acuity at exam in 11/2001 was 20/30 od. The surgeon reported in 2002 that the pt presented for exam, and had a clear cornea, stable condition. The pt's visual acuity at exam 15 days later was 20/20 od.